Event description:
It was reported that the patient presented with a diffuse de novo lesion with 80% stenosis, mild tortuosity and moderate calcification in the proximal to distal right coronary artery (rca). A non-abbott guide wire was advanced toward the target lesion and pre-dilatation was performed using a 3.0x15 mm non-abbott balloon catheter. A 3.0x18 mm multi-link stent and a 3.0x33 mm multi-link 8 stent were successfully implanted in the target lesion; however, a 3.5x28 mm multi-link 8 stent dislodged during removal of the protective sheath/stylet. No abnormal resistance was noted during removal of the protective sheath/stylet. The stent remained inside the protective sheath. The device was not used and there was no patient involvement. A non-abbott stent was successfully implanted in the target lesion. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.